Manufacturer narrative:
Based on the claim against the product by the customer noting an issue with bipolar energy, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit(iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding an issue with bipolar energy was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the bipolar energy did not work after the start of the procedure and surgeon decided to proceed only with monopolar energy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, errors c-34 on vio erbe occurred during bipolar energy activation. Per technical support engineer (tse) instructions, customer rebooted the integrated electro surgical unit(iesu), tried to use the second bipolar port on the erbe and replaced the bipolar cable, but the issue persisted after all these steps. Tse then asked to customer if a valleylab forcetriad was available. Customer stated the forcetriad was available but he was not able to find the valleylab cable. Surgeon decided to complete the procedure using only the monopolar energy. The procedure was completing as planned with less than 15 minutes of delay and with no harm for the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and reported failure was confirmed. The unit was placed on an in-house system and was run in normal mode. The reported error was reproduced.